Event description:
During a procedure, an expired catheter was used. The sensing system did not work as the contact force value could not be checked. After changing the catheter, the procedure was successfully completed with no adverse consequences for the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the reporting person, the incorrect event date was provided. The event date was nov 29, 2018, which is prior to the expiration date of the device, sep 25, 2019.